Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap. Chole procedure the clips did not form properly. Another device was used to complete the case with no patient consequence.